Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer's pump case clip was loose causing the pump to fall on the floor and pull out the infusion set. The customer's blood glucose was 400 mg/dl.